Manufacturer narrative:
Investigation summary: bd received 6 photos for investigation that show multiple samples with blood volume below the fill line on the labels. The tolerances for label placement and tube vacuum pressure can result in blood volume levels that may fall below the fill line indicator. The fill line is not indicative of the full volume tolerance range found in the specification for this product. Additionally, retained samples tested for this complaint also fell below the fill line in a similar manner to the samples pictured, but all were within volume specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.